Event description:
It was reported that 2 years ago there was refill issue wherein patient was refilled with a higher baclofen concentration. It was stated that patient had received a higher concentration than usual of baclofen from the pharmacy. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Event description:
Additional information received reported the health care provider (hcp) was unable to recall the previous event. In terms of how the patient was now doing, ¿good¿ was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).